Event description:
A customer reported to beckman coulter, inc. (Bec) a bluish leak inside unicel dxh 800 coulter cellular analysis system. The customer was wearing ppe including gloves, lab coat, and eye protection at the time of the event. There was no report of exposure to mucous membrane or open wounds. No injuries occurred and no one sought medical attention. Msds was not reviewed, but is readily available. The facility has exposure control plan. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
Service was dispatched and the field service engineer (fse) found that the nrbc chamber was spilling. The nrbc drain was clogged with what appeared to be a blood clot and fibrous material. The nrbc chamber of the instrument can contain blood, diluent, diff pack (erythrolyses and stabilise) or cleaner. The fse replaced the chamber. The repairs were verified per established procedures. Root cause for the leak is attributed to a clog in the drain of the nrbc mixing chamber. Bec internal identifier for this complaint is (B)(4).